Event description:
Pt had a penile prosthesis inserted on 11/17/92. On 8/13/96, pt says he could not inflate the prosthesis. He came in to see the dr who also tried to inflate it, with no success. The dr informed him that the prosthesis had failed. The prosthesis has two cylinders, one inserted in each side of the penis. The tip of the penis is squeezed to inflate the prosthesis.